Event description:
A customer reported a tandem mobi cartridge alarm that occurred during the cartridge loading process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was unable to reload the original cartridge due to the alarm recurring, but successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.